Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause could not be determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was observed that the craniotome device had damaged bearings, missing balls and cage, damaged crane bracket, and missing caution symbol. It was further determined that the ball bearings fell apart. The device failed the following pre-tests: visual and cutter insertion. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device evaluation: further evaluation determined that the tip of the device was drilled into, the caution symbol was missing, and the bearing and bushing were corroded. It was further determined that the device was damaged due to use of excessive force during use. It was determined that the force caused the burr to deflect and come in contact with the dura guard. The assignable root cause for the damaged dura guard was determined to be due to component damage was user error (excessive force during use). The root cause for the corroded bearings and bushing was determined to be due to wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.